Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No blank display or gray screen noted during testing. Device functioning properly.